Event description:
As reported by hosp, during a procedure when utilizing the contrast controller, contrast was drawn into the manifold from the chamber of the contrast controller, but the chamber would not refill. This caused air to be drawn into the manifold. There was no air injection or pt injury. The used device was disposed of at the hosp and will not be returned for eval.

Manufacturer narrative:
A device history review was performed on the reported lot number. The review confirms that the product met all material, assembly and performance specifications. A review of the glens falls complaint report for the past 15 months for the product family of contrast controllers does not indicate any adverse trends for the failure modes of "chamber not fitting/filling slowly" or "air bubbles." As the used device was not returned for eval, we are unable to confirm the reported incident and the root cause cannot be determined. Mfg process controls for this device include verification that bonding has been performed acceptably and leak testing.